Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 130 mg/dl. Customer also reported to have received a calibration error alarm, change sensor alert and bad sensor alert. Customer was educated on calibration and was advised to change sensor. Sensor would be replaced.

Manufacturer narrative:
Perform continuity resistance test. Sensor failed per specifications.